Event description:
It was reported the patient was not receiving effective stimulation coverage for his headaches. The patient underwent revision surgery on (B)(6) 2012 where the physician implanted a separate occipital (off label use) scs system to address the patient's headaches. The patient's exclaim lead was left in place to continue providing coverage of the neck and arm pain. The patient was receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.